Event description:
A 48+5 left steptech glenoid trial was inserted in the patient, and after removing the trial, it was discovered that the inferior posterior peripheral peg had broken off in the patient. It could not be retrieved. (Left shoulder).

Manufacturer narrative:
Examination of the returned trial confirmed one of the smaller pegs broke off, the broken piece was not returned. Although the exact root cause could not be determined, misuse and/or heavy usage may be contributing factors. A two-year search of the complaint database found no prior reports for this product code. The vendor date code (B)(4) indicates the trial was manufactured in september of 2009 and is over 3-years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.